Event description:
It was reported that a particle was observed in the reservoir of an intermate lv250. This occurred after filling the device with sodium chloride. There was no patient involvement. No additional information is available. Report 2 of 6

Manufacturer narrative:
(B)(4). The cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the device identified the reported particulate matter. The initial evaluation confirmed the reported event. Should additional relevant information become available, a supplemental report will be submitted.